Manufacturer narrative:
No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws a 3rd party service representative recommended to the hospital that the central processing unit be replaced to correct the reported complaint. Repair is anticipated pending hospital approval, but no repair has been made to date. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A 3rd party service representative recommended to the hospital that the central processing unit be replaced to correct the reported complaint. Repair is anticipated pending hospital approval, but no repair has been made to date.

Event description:
The hospital reported that the unit alarmed during pre-use checkout and lost the ability to mechanically ventilate. There is no report of patient involvement.